Event description:
The customer alleged they had a no audio alarm condition. The co customer support engineer (cse) inspected the device, verified the alleged malfunction and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.